Manufacturer narrative:
A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate and within the dialyzer. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 300ml. The pt didn't experience any adverse effects and medical intervention was not required. The pt was set up to continue treatment on the same machine with new supplies. The sample is available for MFR eval and has been requested.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer wws returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with some indication of blood exposure. Coagulated blood was noted beneath both screw flanges. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The fiber bundle was noted to be streaked with evidence of blood. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Gross visual examination did not reveal any damage, defects or irregularities affecting the physical integrity of the dialyzer. The reported complaint is confirmed as a fiber leak. The returned sample was subjected to a laboratory bubble point test which failed at an airflow rate of 71.2cc/min on the non-cavity ID end of the dialyzer. The non-cavity ID end leak was noted at approximately 230 degrees. A short fiber was identified on the non-cavity ID end at approximately 230 degrees (with the dialysate ports at 0 degrees). Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically loose fiber fragments, kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.